Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2(unmark company representative). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned not to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. In speaking with the olympus technical assistance center (tac), the customer reported that the loaner cv-190 is displaying b30 communication errors with any 190 series scopes connected to it. All the scopes that encountered the b30 error work normally on other towers at the facility. Tac confirmed that there is an issue with the loaner cv-190 and that the unit will need to be sent back to the national service center for evaluation, repair, and exchange. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had a b30 (scope communication) error with any 190 series scopes connected to it. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.